Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 556 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly discontinued insulin pump therapy. Troubleshooting performed by animas customer support revealed the patient had received an expected empty cartridge warning, but did not confirm the alarm. The patient reportedly continued to wear the pump with an empty cartridge; the patient was not receiving insulin which led to the hyperglycemia. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy associated with a training/misuse issue.